Manufacturer narrative:
Getinge field service technician was authorized for inspection/repair. As stated in service report ID#(B)(4) (dated 2020-09-16) no malfunction could be found. The calibration, functional testing and safety checks were performed. Therefore it could be confirmed that the device is able to work as per factory specifications. After that the device was returned to the customer and cleared for clinical use. The log files were analyzed on 2020-09-22. As written in the logs the error message "pump disposable error" could be confirmed on the date of event. No other error message was displayed. The involved hls-set was investigated in the complaint lab. According to the investigation report (dms# (B)(4), dated 2021-01-19) it could be confirmed that the oxygenator had no malfunction. Based on this the reported failure could be confirmed, but it was no product related malfunction. The most probable root causes of the ¿pump disposable error¿ found in similar cases and the corresponding investigation report: the disposable was disconnected from the cardiohelp while the pump is running. The user did not set the pump to zero before connecting the disposable (refer to the instruction for use of hls set, chapter 5.3.1). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A getinge field service technician was authorized for inspection/repair. Work performed on 2020-09-16. As stated in service report (B)(4) no malfunction could be found. The calibration, functional testing and safety checks were performed. Therefore it could be confirmed that the device is able to work as per factory specifications. After that the device was returned to the customer and cleared for clinical use. The log files were analyzed on 2020-09-22. As written in the logs the error message "pump disposable error" could be confirmed on the date of event. No other error message was displayed. The involved disposable was sent to the manufacturer. The investigation is still pending.

Event description:
It was reported that the hls was primed without issue but once move to patient to initiate flow it would not flow. The error message "pump disposable error" was displayed. The patient moved off of cardiohelp and onto a centrimag curcuit. No harm for the patient was reported. (B)(4).